Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During servicing, it was discovered that there was a defect in the front panel. There was no patient involvement reported.